Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting past 00:00. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was working normally. Review of the system log file showed that there was malfunction with the flexvision pc. The flexvision pc was replaced in the previous case which resolved the reported issue. The system has been monitored for several weeks and no issues found. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. It stuck at 0:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.